Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient is being monitored by the physician. There were no known additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Detailed product information was not provided to bsc. The information came from a study done by a physician. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.